Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator "touch screen is not working and there are fluids under the plastic screen sheet". The customer confirmed that there was not patient involvement associated with the reported issue.